Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturer reference number: 3005334138-2020-00395. At the end of an ablation procedure, a pericardial effusion occurred. Further information regarding this event has been requested but not yet received.